Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (ultra 2), and compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 1 pm on (B)(6) 2018, alleging that she obtained an alleged inaccurately high blood glucose result of ¿486 mg/dl¿ on the subject meter compared to ¿132 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also compared the result of ¿486 mg/dl¿ to her feelings/normal results and felt it was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that she manages her diabetes using humalog insulin on a sliding scale, and in response to the alleged inaccurate high result, she took the appropriate dose of insulin. Twenty four hours after the alleged meter issue began the patient reported developing symptoms of ¿fatigue, headache, sweating and drinking more than normal¿. The patient denies requiring or receiving treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. Please refer to related pi (B)(4) for additional information included in this submission.